Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checkup, the cs300 intra-aortic balloon pump (iabp) unit was not switching on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit was switching on, but the display was flickering. The fse reseated the ribbon cable. The unit was then working properly. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.